Event description:
Caller alleged discrepant low results with the inratio meter compared to the lab. Complaint summary: date: (B)(6) 2012, inratio: 2.0, lab: 6.1, time between testing: unk. Pt went to ER a few hours after obtaining inratio of 2.0 results due to blood in her urine; pt was given seven (7) units of platelets. The pt also indicated that there was a previous discrepant low incident that occurred 4 - 5 months ago. Pt was unable to provide any details (lot number or even exact results). The pt only stated that meter result was around 1.8 and lab was around 6; pt had a bleed and was given four units of blood. Pt's therapeutic range: 2 - 3.

Manufacturer narrative:
Investigation pending.